Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. A visual inspection and review of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31080452l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contractions (pvc) ablation procedure that included a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced myocardial infarction that required coronary artery stent placement. It was reported by the biosense webster inc. (Bwi) representative that, post use of bwi products, after the pvc procedure, as the patient was coming out of anesthesia, the patient experience a warm sensation and discomfort in the chest. The patient was sent to get st elevations for an angiogram. The angiogram revealed that the patient's left anterior descending artery (lad) was occluded, and this injury was confirmed when doing the angiogram of his coronary arteries. The bwi representative stated the patient is currently getting a "drug-alluding stint" though the caller is not sure if this is the correct terminology for the stint. The patient is now stable, and this case was not part of a study. The physician's opinion on the cause of this adverse event was that when trying to cross the aortic valve into the left ventricular outflow tract (lvot), the catheter slipped into the left main coronary. The patient received a stent placement. The patient fully recovered. Patient required extended hospitalization, monitor overnight. Force visualization features were graph, dashboard, vector, visitag. The parameters for stability used was 3mm and 3secs. No additional filters used with the visitag. Color options used was impedance.